Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n276870004, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that upon revision, the sutureless connector of the catheter would not disconnect from the pump. There was a catheter disconnect issue at the location of the connector pin. The event required explant and replacement. Approximately 30 centimeters of the pump proximal segment of the catheter was removed and replaced. The purpose of the revision was to replace a leaking catheter due to it being damaged during revision five days prior. The location of the issue was the connector pin and the pump connector. A dye study was done. It was suspected that the catheter was sutured to the pump causing shearing. It was also believed that the sutureless connector may have been cauterized. The product issue was resolved. The patient experienced increased spasticity with the location of the issue or symptom noted as the device pocket. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter confirmed that sutureless connector difficulty led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.